Event description:
Dealer states that the motor has locked up. The customer alleges that his chair stopped and the customer chained it up to a pole and left the chair. The dealer states he can walk and his daughter was with him and the customer was okay.